Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8731689. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8731689. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8731689.

Event description:
It was reported the patient experienced ineffective therapy due to one lead migrating. As a result, surgical intervention occurred on (B)(6) 2025 wherein the entire system was explanted and replaced. It is unknown which lead migrated.